Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The physician used a 7 fr medikit introducer sheath for vascular access and a bmw guidewire and a 7 fr zuma guide catheter to cross the lesion. An ottimo balloon was used to predilate the lesion for placement of a penta stent. The maverick2 monorail balloon was removed and replaced with another ottimo balloon to successfully completed the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.